Manufacturer narrative:
Continuation of d10: product ID tm91d0 lot# serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that the button on the center of the communicator was getting worse and was going sideways and sticking. Patient clarified they meant the communicator button was staying partially depressed on one side and not coming back up (was half in and half out) and that they could tell it was starting to rotate as well. The caller said they noticed the issue today (B)(6) 2026) and said that the communicator still functioned for the most part, other than them needing to do communicator resets like they'd done the past issue from time to time but they were worried this button issue would end up causing the communicator to malfunction. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator. The patient said they'd been having to use the communicator a lot more often as of recently because they'd been trying to make adjustments to their settings to get the best relief. The patient they didn't know if it was the "shocks" or the frequency of their stimulation but they'd been having more tremors as of lately and they were working with their managing healthcare provider (hcp) regarding the issue. The call then ended abruptly when the patient said they were getting a phone call so patient services was unable to review further information with the patient or ask the patient any further clarifying questions about their reported information. Patient also provided additional medical information: they said they were on their way today (B)(6) 2026 to go to their neurologist office to get botox for their dystonia.

Event description:
The statemen of patient experiencing shocks is unknown. They would decide in the next visit in (B)(6) 2026. Patient had a new communicator.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient requested support and was successful to pair the replacement communicator to their implantable neurostimulator.